Manufacturer narrative:
Date of event: this occurred sometime in 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter would leak when attached to a solution bag with antibiotic and activated. The reporter stated that the event was resolved by removing the vial-mate after they reconstitute. There was no patient injury or medical intervention associated with this event. No additional information is available.